Manufacturer narrative:
Failure analysis for fiber 0010-2400-450a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the metal cap exhibits moderate charred detritus adhesion; the glass cap exhibits severe devitrification at the output area; the glass cap output area appears depressed. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 228,000 joules while using the surgical fiber during a prostate procedure, the output beam was observed to be multidirectional. Time expended: 37 minutes. No additional information was reported or is currently available. There was no patient injury reported.